Event description:
It was reported the pt's scs system was auto-reducing. The pt is not receiving effective stimulation coverage. The physician scheduled a lead revision procedure. Follow-up revealed the lead revision was postponed due to pt's other medical issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.